Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was on, but the display remained black. Customer's blood glucose (bg) level was 945 mg/dl. Customer went to the emergency room on (B)(6) 2024 and was treated with intravenous fluids of saline and insulin. Customer was discharged the same day with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.